Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was an alert on the remote home monitoring system for high shock impedance measurements for the implantable cardioverter defibrillator (ICD) and high voltage right ventricular (rv) lead. The patient was brought in and shock impedance measurements were found to be out of range in all vectors. Defibrillation threshold (dft) testing was successfully performed and the shock impedance measurement was 194 ohms. At this time the physician has opted to continue to monitor the patient via the remote home monitoring system. The ICD and rv lead remain in service and no adverse patient effects were reported.